Event description:
Facility reported an internal blood leak at the initiation of the treatment. Dialyzer not preprocessed. Estimated blood loss 150cc. No medical intervention. The sample is available for examination. Medwatch filed on the bloodloss.